Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of the cord pulling away at the strain relief was confirmed. The strain relief boot cover is torn from the cable and exposing the wire. The root cause of the reported issue is a probe failure due to use. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - separating at the strain relief. On 08/24/2021 evaluation found the probe's wires to be exposed.